Event description:
The patient was undergoing a mitral valve repair in 2005. During prep of the catheter, it was noted that there was a small hole in the balloon catheter. The device was not used on a patient and there were no adverse patient consequences. A second catheter pulled and used to complete the case.